Event description:
It was reported that the patient experienced an atrial arrhythmia (atrial flutter) and a high atrial rate; this was noted to be device related. The device was reprogrammed and remains in use. The patient was a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).